Event description:
A report was received that the patient was unable to charge her ipg. X-rays confirmed that the ipg had flipped. The patient underwent a pocket revision and the pocket was moved to another area. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.